Event description:
It was reported the patient presented remotely. It was observed the patient's right ventricular lead's threshold had been increasing since august 2020. The physician elected to replacement the lead. The lead was capped and replaced. The patient was in stable condition.